Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 18-may-2017. Due to the fact that there are no repairs available and the device is no longer under warranty, the customer was advised to replace the unit. The smart cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when it was manipulated near the connector on the blade end. It was not known if the procedure was completed using this cable or another system. No harm to patient or user was reported.